Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation underneath the lifevest garment. The patient's physician recommended that the patient use an anti-itch cream. Further attempts to contact the patient were unsuccessful. The medical outcome of the irritation is not known.